Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device passed the self test, sleep current measurement, active current measurement, and the displacement test. The power management graph confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected replace battery now alarm, low battery alarm, or power loss alarm noted during testing. Device was monitored and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to electrical board during visual inspection. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that the display was blank less than 30 seconds and then returned. Customer stated display was blank currently. Customer was advised to remove the battery and insert battery alarm did not display on the insulin pump screen. Customer stated the contacts on the battery cap were neither missing nor damaged. Display did not return after insulin pump restart. Customer mentioned that the insulin pump received replace battery now alarm without low battery alarm. New battery did not resolve issue. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.